Manufacturer narrative:
(B)(4): zoom; handles.

Event description:
It was reported by service report that the zoom was intermittent.

Event description:
It was reported by service report that the zoom was intermittent.